Event description:
Laser fiber broke off during a cystoscopy, ureteroscopy for a distal ureter stone. The physician was pulling the laser out of the op-field when the laser fiber broke off. Fiber was visualized through the monitor and was retrieved with forceps. No injury to pt.